Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that balanced tip (phacoemulsification tip) broke during surgery. The procedure type and procedure completion details were unknown. There was no patient impact. Additional information was requested and none received till date.